Event description:
Pt had "capsulotomy, capsulectomies, removal and replacement of breast implants and drainage over a two and one half to three month period" requiring removal of bilateral breast implants.